Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the difficulty inserting the clip introducer (ci) over clip resulting in damaged/broken ci appears to be likely related to the user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip introducer break. It was reported that prior to use, the customer inadvertently caused the steerable guide catheter (sgc) to become un-sterile. Therefore, the sgc was not used in the patient and the procedure continued with a new sgc. Then at the end of preparation of a clip delivery system (cds), the end of the clip introducer became damaged while loading the clip into the clip introducer. The cds was not used in the patient, and the procedure continued with a new cds. There was not patient involvement, and no clinically significant delay in the procedure. No additional information was provided.